Event description:
It was reported that after the preloaded intraocular lens (iol) was inserted in the right eye, it was noticed that the lens had several indentations and irregularities within the visual axis, and therefore this lens was removed using the micro surgical technology (mst) instrument set and another johnson and johnson iol (same model, different diopter of 16.5) was placed into the capsular bag. The replacement lens was inspected and found to be free of any optical irregularities. There was no patient injury. No medical or surgical interventions were indicated. Patient status is unknown. It was noted that the lens was not stuck in the cartridge. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the suspect product for evaluation; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 14, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: no complaint lens was received for evaluation; however, the complaint handpiece was returned. Therefore, no further evaluation could be performed for the lens. Cartridge tip damage was observed. Trace amounts of viscoelastic residue was observed in the cartridge which suggests an inadequate amount of viscoelastic was used during loading and insertion. No additional defects or assembly issues were observed before and after disassembling the handpiece. The complaint issue cosmetic issues was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.